Event description:
Reason for revision: loose tibia. Update 22 jan 2015 - additional information received: the patient was experiencing pain in the knee and that was the reason for the patient initially undergoing revision surgery. Upon opening the knee, the tibial tray was removed with a couple of taps and hence was said to be loose. The femur remained in situ. Depuy cement was used during primary surgery, ps was confident there was no cement issue as the same cement was used for the femur and this component was solid. X-rays and photo of revised tib tray attached. No further information is available.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.